Manufacturer narrative:
Insulin pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the damage on the reservoir lip of the pump o-ring was in the pump but the blue ring from the top of the reservoir. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.